Manufacturer narrative:
The hill-rom tech found the left head siderail not latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. The technicians replaced the left head siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).